Manufacturer narrative:
Initial and final MDR (B)(4) -MDR .

Event description:
Reference number (B)(4). Event occurred in the united states on 28-august-2024, it was reported by the patient that three infusion set cannula was crimped due to which hyperglycemia occurs within 3 hours of insertion. Infusion set was placed in abdomen. High blood glucose level was displayed high and treated by correction injection via mdi. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.